Event description:
Surgical procedure laparoscopic sleeve gastrectomy surgeon deployed stapler with green load (unaware of which firing) tissue stuck in staple load with load partially disloading. Tissue needed to be peeled away from stapler with forceps, no complication.